Event description:
It was reported that during a procedure to treat a lesion in the proximal left circumflex, a 2.25x15 rx trek dilatation catheter was advanced and inflated; however, the balloon ruptured on the first inflation at 4 atmospheres. The 2.25x15 rx trek was withdrawn from the patient anatomy. There was no reported resistance during advancement or withdrawal of the dilatation catheter. A 2.0x15 rx trek dilatation catheter was used for further dilatation and a 2.5x18 rx xience prime stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.